Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was implanted. The patient came in for a follow up radiology appointment and the radiologist noticed the closure device was embolized. The patient was admitted to the hospital and the embolized device was removed. There were no patient complications and the patient is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the initial implant procedure was in (B)(6) 2016 and the left atrium pressure was 12mmhg. Fluid was given during the procedure and the patient did not eat or drink prior to the procedure. The procedure occurred in the morning. Prior to the release of the closure device, the position was good, it was anchored well and it was well compressed within the 8-20% range with a complete seal. Bsc was notified about the removal of the device in (B)(6) 2017. There were no symptoms leading to the discovery of the embolization. It was discovered through regular follow up in the radiology department. The closure device embolized into the descending aorta.

Manufacturer narrative:
The root cause was updated from operational context to anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported device embolization occurred. A left atrial appendage (laa) closure procedure was performed. A watchman ® laa closure device was implanted. The patient came in for a follow up radiology appointment and the radiologist noticed the closure device was embolized. The patient was admitted to the hospital and the embolized device was removed. There were no patient complications and the patient is stable.